Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of device intolerance ('poor intolerance of device') in a 41-year-old female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device intolerance (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy with resection of the interstitial portion). Essure was removed on (B)(6) 2019. At the time of the report, the device intolerance outcome was unknown. The reporter provided no causality assessment for device intolerance with essure. The reporter commented: essure was available for return. No batch number. Most recent follow-up information incorporated above includes: on (B)(6) 2019: patient´s initial and age provided. No batch number reported. Amendment: reporter type corrected to other health professional. Case is now medically confirmed. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of device intolerance ('poor intolerance of device') in a 41-year-old female patient who had essure inserted. Medical conditions: past medical history: none. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device intolerance (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy with resection of the interstitial portion). Essure was removed on (B)(6) 2019. At the time of the report, the device intolerance outcome was unknown. The reporter provided no causality assessment for device intolerance with essure. The reporter commented: date of essure insertion: after 2008; essure was available for return. No batch number. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2020: quality safety evaluation of ptc. We received a device sample in this case. A technical investigation was conducted, including a review of complaint records and other relevant data; should any new and reportable information that becomes available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of device intolerance ('poor intolerance of device') in a 41-year-old female patient who had essure inserted. Medical conditions: past medical history: none. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device intolerance (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy with resection of the interstitial portion). Essure was removed on (B)(6) 2019. At the time of the report, the device intolerance outcome was unknown. The reporter provided no causality assessment for device intolerance with essure. The reporter commented: date of essure insertion: after 2008; essure was available for return. No batch number. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-nov-2020: quality safety evaluation of ptc. We received a device sample in this case. A technical investigation was conducted, including a review of complaint records and other relevant data; should any new and reportable information that becomes available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of device intolerance ('poor intolerance of device') in a 41-year-old female patient who had essure inserted. Medical conditions: past medical history: none. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device intolerance (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy with resection of the interstitial portion). Essure was removed on (B)(6) 2019. At the time of the report, the device intolerance outcome was unknown. The reporter provided no causality assessment for device intolerance with essure. The reporter commented: date of essure insertion: after 2008; essure was available for return. No batch number. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case describes the occurrence of device intolerance ('poor intolerance of device') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device intolerance (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy with resection of the interstitial portion). Essure was removed on (B)(6) 2019. At the time of the report, the device intolerance outcome was unknown. The reporter provided no causality assessment for device intolerance with essure. The reporter commented: essure was available for return. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.